Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and nine months later, a computed tomography of abdomen was performed for unspecified injury of inferior vena cava. The report showed that the inferior vena cava filter was present in the infrarenal position and the strut perforated at 10:30 of 3.5 mm, 7 o'clock 2.0 mm, 1:30 of 4.5 mm. No significant filter tilt was present. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and cerebrovascular accident. Approximately four years post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.